Event description:
The hcp reported that the enterra neurostimulator required replacement due to battery depletion. At that time the hcp elected not to remove the leads and left them in place. An entire new enterra system was implanted and reported to be working with no problems or adverse affects.